Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system monitor was flickering and shuts off. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer and the investigation concludes that no further action is required at this time. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system monitor was flickering and shut off. No harm has been reported. Philips has started an investigation of the complaint.